Manufacturer narrative:
(B) (4). There were several small tears observed on the exterior of the catheter between the first and second length markers. It is unk how or when the damage occurred. The instructions for use that accompanies the product cautions that care should be taken in handling the product as silicone has a low cut and tear resistance. The catheter was patent, and met all specifications for tensile strength and ultimate elongation testing. There have been no other complaints for lot c47483 and a review of the mfg records showed no anomalies.

Event description:
It was reported that the tube was broken.